Event description:
Bio-intrafix tibial sheath (large) broke during tibial portion of securing anterior cruciate ligament autograft. All pieces of sheath were removed from tibial canal distally, visually, arthroscopically, and proximally. Another large sheath was inserted and used to secure the 8-10 bio-intrafix screw.